Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
54 months after implantation, low impedances, under 200 ohms, was detected on this rv lead via home monitoring. During follow up, oversensing was observed. The lead has been replaced but remains implanted in the patient. No adverse patient events were reported. Should additional information become available, this file will be updated.